Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (will not communicate with test monitor) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, there was an open black (main batt) wire in the trunk cable. The cause of the inability to communicate is the open black wire. The root cause of the open wire is excessive force placed on the trunk cable. No adverse event resulted from the open wire.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.